Event description:
Information received by medtronic indicated that the system integrity test was not passing; the catheter would not warm more than 25 degrees celsius. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to this event. When the device was returned, dissection and pressure test showed a double balloon (breach) pinhole. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Visual inspection showed the catheter was intact with no apparent issues. Verification of the smart chip file indicated the catheter was not used. The catheter failed the performance test due to system notice message 50005 "leak detection". The dissection and pressure test showed a double balloon (breach) pinhole. This report will be recorded and trended.